Event description:
The user reported that from the (B) (6) 2009 and (B) (6) 2009 they experienced 6 set disconnections between the spike and tubing. All of these disconnections were identified during set up of infusion and occurred with no pt contact.

Manufacturer narrative:
(B) (4). (B) (4).